Event description:
The cell-dyn 1800 analyzer generated a hemoglobin (hgb) result of 8.2 g/dl on a patient sample and was questioned by the physician. A new sample from this patient was obtained the following day with a hgb result of 10.0 g/dl. The original sample was retested and the hgb result was 10.7 g/dl. No impact to patient management was reported.

Manufacturer narrative:
The patient sample was well-mixed by hand and/or by mixer and run within five minutes after collection. The customer verified the bubble mix in both the pre-mix cup and rbc mixing chamber. The abbott customer technical advocate (cta) reviewed the levey-jennings chart and confirmed that qc was generally recovering near mean with the hgb consistently at or above the mean at all levels. The customer ran a precision study using a fresh sample and the following parameters were out of range: wbc, rbc and hgb.